Event description:
The manufacturer received information alleging a ventilator was not displaying all its values. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of a ventilator not displaying all values. The ventilator was returned to the manufacturer for evaluation and the device was observed by the technician to be contaminated with dust. The device's system board was replaced to address the issue.